Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the trailing haptic tore. The lens was removed with no patient injury, no enlarged incision. Another lens was implanted and sutures were not required. The reporter stated, the cause of the torn haptic was due to a loading error.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found pieces of the lens optic off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.